Event description:
Healthcare professional reported right implant capsular contracture with baker grade unknown. Device replaced with non-allergan brand.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6 reason for reoperation: capsular contracture, baker grade iii and gel bleed.

Event description:
Healthcare professional reported right implant capsular contracture with baker grade iii, double-capsular and intact device with mild bleeding. Capsulectomy performed. Device replaced with non-allergan brand.